Event description:
It was reported that during insertion of a mobi-c implant, the stop penetrated past the vertebral body which led to the implant being too posterior. The surgeon tried to pull the implant out and the implant disengaged. There was a 10-minute delay and no impact to the patient.

Manufacturer narrative:
Device evaluation: the returned device was examined. Visual inspection revealed that the device was returned disassembled from the peek cartridge. An attempt to reassemble the construct was unsuccessful because the hex screw was too tightly screwed on to loosen it. However all pieces of the device appeared undamaged. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to patient or surgery specific surgeries. The reporter indicated that the patient anatomy likely contributed to the posterior placement of the implant and subsequent need to pull it back anteriorly, leading to the disassembly. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during insertion of a mobi-c implant, the stop penetrated past the vertebral body which led to the implant being too posterior. The surgeon tried to pull the implant out and the implant disengaged. There was a 10-minute delay and no impact to the patient.